Event description:
Customer received the notification letter regarding the loose drive support cap. The blood glucose reading is 230 mg/dl. The insulin pump has cosmetic damage, the drive support cap is missing. Customer stated that when the location is pushed, insulin squirts out. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with a cracked case display window corner. The insulin pump received with loose or shifted end cap sticker. Drive support disk was inspected and no anomaly was noted.